Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. Lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The device was placed in pt's body for 2 weeks. The user found a catheter broken. The product was removed successfully.